Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial lead exhibited oversensing of noise resulting in pacing inhibition. It was also noted the lead exhibited extra-cardiac stimulation. The lead was capped and replaced during a generator change out procedure on (B)(6) 2022. The patient was stable throughout the procedure.